Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 16, 2017 revealed that the roller gear and sideplates were damaged on the device. The calibration was out of specification on the gear side and the test cut also failed on that side. The device came in with two cutters, a 2-1 cutter s.n.(B)(4) which passed the test cut and a 1.5-1 cutter s.n.(B)(4) which failed the test cut. The gear, bushings, and collars were replaced on both cutters before testing. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 16, 2017 which included replacement of the worn bushings, worn sideplates, gears, and damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device produced incomplete mesh on gear side.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was (B)(4) 2016 where it was reported that the device produced an incomplete mesh and the roller, worn bushings, worn side plates, and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on september 21, 2015, and is over (B)(4) year old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed initial qa inspection of the skin graft mesher revealed that the roller gear and sideplates were damaged on the device. The calibration was out of specification on the gear side and the test cut also failed on that side. The device came in with two cutters, a 2-1 cutter s.n. (B)(4) which passed the test cut and a 1.5-1 cutter s.n. (B)(4) which failed the test cut. The gear, bushings, and collars were replaced on both cutters before testing. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the worn bushings, worn sideplates, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the calibration was out of specifications on the gear side and the test cut failed on that side. While during the initial inspection it was noted that the calibration was out of specifications on the gear side and the test cut failed on that side, it is unknown with the information that was provided what led to the device being out of calibration. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The skin graft mesher was repaired, tested and returned to the customer.